Event description:
Sudden difficulty ventilating pt. Determined by anesthesia and seen by staff that balloon at end of ett had obstructed the holes and made it difficult to give breaths. Ett was removed and patient improved immediately.====================== health professional's impression======================et tube telescoped into the balloon making it very difficult to deliver air.